Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. No confirmation of explant.

Event description:
Maribal with dr. (B)(6) office called to report the strattice was unincorporated and completely detached two years post op of a bilateral breast reconstruction. The strattice appeared mobile in the breast pocket. The explant surgery has not been scheduled. Patient has non-allergan implants. Maribel provided an estimated date of implant was "about two years ago". She will follow up with the lot numbers.

Manufacturer narrative:
Qa investigation into lot sp200083 resulted in no remarkable findings including (B)(4) devices released to finished goods with (B)(4) devices distributed. Of the (B)(4) distributed, (B)(4) have been reported as implanted. With no other complaints and no related processing deviations or nonconformance revealed. Lot sp200083 was processed aseptically, terminally sterilized and met all qc release criteria.

Event description:
(B)(6) with dr. (B)(6) office called in to report the strattice "has completely detached and is mobile in the breast pocket" bilaterally. The explant surgery has not been scheduled. Patient has non-allergan implants. (B)(6) did not provide the lot# of the devices. (B)(6) provided the date of implant as " about two years ago". (B)(6) will call back with lot#. (B)(6) called office to speak to (B)(6) and she is no longer with the office. I spoke to skyler and she asked for an email with all the information on the events. June 10, email received from skyler with lot numbers that were implanted. Sp200083-049 and 032.